Event description:
(B)(4). I was implanted with a medical device called essure in (B)(6) of 2006. This medical device implant is now manufactured by bayer, formally by concepts inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started around (B)(6) 2010. My side effects have been severe abdominal pains and hip pain. I have seen several doctors concerning my symptoms. As of today the device is still inside of me.